Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. That afternoon at 3:30 pm, the patient claimed that she had developed bg level of "480 mg/dl" with a symptom of feeling a little thirsty. The patient was drinking more fluids. During the call with animas, the patient checked her ketones and noted that she had small ketones. The patient did not report seeking or receiving medical intervention. Through troubleshooting, the patient verified that the boluses were delivered completely. The patient denied having any changes to her weight, diet, medications, or activity level. The patient denied having any issues with her insulin, site, set, or cartridge(s). However, the animas representative involved in this contact determined that the elevated bg levels can be possibly due to a site/set issue. No associated alarms were observed in the pump's alarm history. The prime history was reportedly correct. The tdd history was accurate. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptom a symptoms which can be associated with severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury since no issues were found with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box begins on 03/19/2014. Due to continuous use of the pump the black box data and histories for the event on 03/24/2011 have been overwritten. The available black box and alarm history shows no eaw¿s associated with the complaint. Tdd¿s add up correctly. A delivery accuracy test was successfully completed battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.